Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device didn't trigger eri when the battery voltage was at eri. Further investigation by abbott's technical services noted that the device battery voltage for eri was programmed low, so it didn't trip eri flag. Patient was stable and device will be replaced for normal eri.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.